Event description:
The patient reported that on (B)(6) 2026, at approximately 1:00 am, she experienced a hypoglycemic event while at home, during which she became unresponsive after approximately 4-24 hours of pod wear on the leg. The patient stated that her blood glucose was reportedly below 40 mg/dl. Emergency medical services were contacted, and emergency responders administered glucose via injection at the scene. The patient was transported to the hospital and admitted, where she was diagnosed with hypoglycemia. No information was provided regarding treatment during hospital admission. The patient was discharged from the hospital the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.